Event description:
Touch screen of ventilator malfunctioned- unable to select or highlight anything on screen. Switched out malfunction ventilator with different vent, emergency power button was used to shut down device. FDA safety report ID #(B)(4).